Manufacturer narrative:
The hill-rom technician replaced the brake bushings, stiffener plate and brake/steer caster to repair the bed.

Event description:
Information received indicates the brakes will not hold on the bed.